Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software download did not complete and his pump is defective and would like to get a new pump. The customer reported hyperglycemia. The event involved product mmt-1884, mmt-6101, mmt-332a and mmt-397. Troubleshooting was performed. No errors on minimed mobile app unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No further patient complications was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer responded that the device will be returned for analysis. No product return is required for mmt-332a and mmt-397. Product return is not applicable for mmt-6101.